Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. Investigation summary: no samples (including photos), were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch#: 8239930. All inspections and challenges were performed per the applicable operations qc specifications. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
Material no.: 328512. Batch no.: 8239930. It was reported that during use of the relion® insulin syringe the needle hub separated and is stuck in the shield. Additionally, it was reported the consumer is having a hard time removing the shields from the syringes. The following information was provided by the initial reporter: relion consumer reported needle hub separated and is stuck in shield. Reported having a hard time removing shields from syringes.

Manufacturer narrative:
H.6. Investigation summary: customer returned (1) loose 31g x 8mm, 0.3ml relion insulin syringe from lot 8239930. Relion consumer reported needle hub separated and is stuck in shield. Reported having a hard time removing shields from syringes. The returned sample was examined and it was confirmed that the needle hub/shield assembly was separated; no damage to the barrel tip was observed. The needle hub/shield separation could be the reason why the customer would think the cannula shields were difficult to remove/detach (as reported). A review of the device history record was completed for batch# 8239930. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200780682, 200780562] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failures. As per investigation completed by manufacturing, "on 15ju12019, holdrege (1) loose 31g x 8mm, 0.3ml relion insulin syringe from lot 8239930. The samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated. A visual evaluation of the sample found a syringe with no needle assembly attached to it. The needle assembly was separate from the syringe. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There did not appear to be any core pin damage on the hub. Root cause for this defect cannot be determined. DHR, l2l dispatches, log book entries were looked at, nothing was found pertaining to this defect. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Tip-(B)(4) was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml."

Event description:
Material no.: 328512; batch no.: 8239930. It was reported that during use of the relion® insulin syringe the needle hub separated and is stuck in the shield. Additionally, it was reported the consumer is having a hard time removing the shields from the syringes. The following information was provided by the initial reporter: relion consumer reported needle hub separated and is stuck in shield. Reported having a hard time removing shields from syringes.